Event description:
Customer reported that the css console struck a door handle while a pt was walking, detaching the battery test pushbutton. The pt was switched to a backup console. There was no pt impact. This alleged failure mode poses a low risk to the pt because it does not negate the ability of the css console to perform its life-sustaining functions. There was no change in performance of the css console. Syncardia has requested that the css console be returned for eval.